Event description:
It was reported that the user was hospitalized for non¿glucose-related issues, the hospital discontinued ilet pump therapy, and the user experienced hyperglycemia at home before being assisted to restart the ilet with a connected g7 cgm and a new infusion set insertion without issues. Symptoms included elevated blood glucose up to 295 mg/dl without reported acute complications. Outcomes included a return to ilet therapy at home and no reported long-term effects. Investigation included customer care troubleshooting and user education regarding pump reinitiation and high glucose management. Investigation of this case revealed no device alarms, no device malfunction observed, and no component defect identified, with hyperglycemia attributed to therapy interruption while the pump was off. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.